Event description:
A ds2adv auto CPAP device was returned to a third-party service center with no initial allegation. During the evaluation of the device at the third-party service center, the device was visually inspected and identified evidence of pca was damage and traces of burn were found. Additionally, the pca needs to be replaced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further.

Manufacturer narrative:
The manufacturer previously reported a ds2adv auto CPAP device was returned to a third-party service center with no initial allegation. During the evaluation of the device at the third-party service center, the device was visually inspected and identified evidence of pca was damage and traces of burn were found. Additionally, the pca needs to be replaced. The manufacture received new and relevant information on 05/12/2026. The device was forwarded to manufacturer product investigation laboratory for further investigation. During the device evaluation, the service technician observed that iso (international organization for standardization) port had white dust-like contamination in it. Iso (international organization for standardization) port deformed from thermal event. Heater plate had dust-like contamination and possible mineral deposits. Inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Dust-like contamination found on the following parts: the blower motor, at the air inlet of the blower box, in the blower box, in the bottom enclosure, on the heater plate spring and on the bottom enclosure under the heater plate spring. Additionally, pil was able to confirm the complaint of pca burned, possible thermal event. Lastly, the device was scrapped after the evaluation was completed. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.